Manufacturer narrative:
The technician shipped, the account, two replacement siderails to resolve this issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the left and right siderail will not function, due to a broken weld, resulting in an inability of the siderail to latch.